Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer reported that required medication needed to be removed from an emergency kit. No patient or user harm was reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer reported that required medication needed to be removed from an emergency kit. No patient or user harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist was assisting the customer at the time, while on the call the customer reported that access to drawer restored and requested that the complaint be closed and marked as complete. Customer confirmed device is operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b3, d1, d4, d5, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-nov-2020 to 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was able to resolve the issue in the first call. The system functioned as intended after being assessed by the technical support specialist.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer reported that required medication needed to be removed from an emergency kit. No patient or user harm was reported.